Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse performed system program to resolve error 297. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error 297 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by reprogramming the system.

Event description:
It was reported that prior to starting pre anesthesia a da vinci assisted hiatal hernia - paraesophageal surgical procedure the error 297 appeared on vision side cart after powering on. After performing a hard power cycle, the issue persisted. The procedure was aborted with no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was discovered during morning operating room (or) setup, prior to any patient involvement. The surgeon completed cases without robotic assistance. The issue was reported before 7 am, resolved by the afternoon, and the da vinci system was ready for use the next day. On 01/16/2026, intuitive surgical, inc. (Isi) received user facility report mw5181060 stating: "upon checking equipment first thing in the morning, or staff identified error code on davinci robot. Called intuitive to notify. Informed rep will be needed to repair/software upgrade. Surgeon notified davinci not available. Surgeon opted to reschedule case to another day."